Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no battery out limit alarm noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched display window; cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. Customer also stated they had received a battery out limit alarm. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.